Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer and multiple myeloma. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 01/09/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer and multiple myeloma. Medical intervention was not specified. During the investigation, pil observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, blower housing, blower, bottom enclosure, and air inlet seal. Pil observed white hairlike contaminant on the top cover, pca, side panel, blower cap, right side assembly, blower housing, bottom enclosure, and air inlet seal. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Box d and h was updated in this report.